Event description:
It was reported that the sales representative received a voice mail from the cath lab manager stating that the intra-aortic balloon (iab) could not be inserted because it became stuck in the sheath. Additional information received on (B)(6) 2010 from the sales representative stated the indication for iab use: emergent. While in the cath lab, the iab was prepped and the md inserted the sheath into the patient's femoral artery. The md could not advance the iab through the sheath and as a result, the iab was removed from the sheath. The md was able to insert another iab through the same sheath without difficulty. It was reported that there were no patient complications and the delay/interruption in therapy was only until a new iab could be placed. The patient outcome is listed as "ok."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.